Event description:
Event description guidant received information that this biventricular implantable cardioverter defibrillator (ICD) did not appear to be improving the patient's ejection fraction (ef), as measured via echo testing.